Event description:
A malfunction alarm was reported by the caller regarding the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue arises again.